Event description:
As reported by our affiliates in argentina, it was a case of an implant of a 26mm sapien 3 valve, in aortic position by left transfemoral approach. During the procedure, no issues were encountered while advancing the commander delivery system through the sheath or aligning the valve between the balloon markers in the straight section of the aorta. The commander delivery system balloon moved forward when the pusher was retracted prior to valve deployment, and the valve was under-aligned between the balloon markers at the time of implantation. An attempt was made to re-align the valve on the balloon, but it was unsuccessful. Consequently, asymmetrical balloon inflation occurred, leading to valve embolization into the aorta. The valve was left implanted in the descending aorta, below the renal arteries. Upon removal, no damage was observed on any edwards devices. Another valve was successfully deployed. There was no harm to the patient. The patient was in stable condition.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06155. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Imagery was provided, the relevant was reviewed, and the following was observed: the flex catheter (pusher) was retracted, but the crimped valve was outside of the valve alignment markers. The crimped valve frame asymmetrically expanded (flared at the inflow portion). The complaint for valve movement on balloon working length during positioning was confirmed based on the review of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, the valve moved proximally while pulling back the flex catheter after the valve alignment. It is possible that tension built up within the system, causing the movement of the thv while pulling back the flex catheter and consequently misalignment of the valve. A product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue, and its associated risks for the commander delivery system. In the pra, built-up tension within the delivery system during the procedure (e.g., via valve alignment in a non-straight section, torquing of the system, patient tortuosity, residual fluid/balloon profile etc.) Was identified as a possible cause of valve movement on balloon during flex tip retraction. However, due to insufficient imagery, a definitive root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was previously opened to capture the investigation on this type of event.